Event description:
It was reported that the rv lead was capped due to oversensing. No further information is available at this time.

Manufacturer narrative:
Manufacturing date added as january 20, 2009.